Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified that the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba was properly connected and secured. The customer also reported that all of the 8 pins from the solenoids were connected properly to the da pcba. A field service engineer (fse) was dispatched for onsite repair. Upon arrival, the fse performed diagnostics, replaced the power board, and confirmed that the problem was not resolved and required a follow-up for parts order replacement. The customer declined services and did not approve any repair. The repair for device unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested, and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor controller (mc) pcba, aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00023 . All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device had a loss of pressure sensor. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Updated: section d3: manufacturing site and section g1: contact office entity updated.

Manufacturer narrative:
The field service engineer replaced the motor controller pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.